Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported pericardial effusion. Pericardial effusion is listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: health effect-clinical code: 2001 perforation type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and advanced without issues. However, while moving into the left atrium, the clip came into contact with the coumadin ridge at the entrance of the left appendage within the left atrium. Afterwards, pericardial fluid (pericardial effusion) was confirmed near the left atrial appendage. It was noted that it was unclear whether or not this was due to contact, but there was no worsening of the pericardial fluid, no change in hemodynamics. The pericardial effusion had resolved. The clip was ultimately implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and advanced without issues. However, while moving into the left atrium, the clip came into contact with the coumadin ridge at the entrance of the left appendage within the left atrium. Afterwards, pericardial fluid (pericardial effusion) was confirmed near the left atrial appendage. It was noted that it was unclear whether or not this was due to contact, but there was no worsening of the pericardial fluid, no change in hemodynamics. The pericardial effusion had resolved. The clip was ultimately implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.